Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon review, it was discovered, that the right atrial lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Lead impedance test could not be performed due to as received condition of the lead. During electrical testing the lead failed hi-pot test due to procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.